Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with implantable cardioverter defibrillator (ICD) had pericarditis, pleural effusion, and chest pain. The suspected cause was pericardial effusion. The ICD remains in service. No additional adverse patient effects were reported.